Manufacturer narrative:
Arjo was informed about unintended movement of enterprise 9000x bed. According to the information provided, the bed was moving without any command given. At the time of event the bed was used by a patient. There was no injury reported. Device was inspected, the technician found a stuck button on the control panel. The review of complaints and device inspection results indicates that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. The main factor that could lead to the button being stuck might be related excessive external force used or natural wear and tear of the component. However, the circumstances surrounding the event are unknown so it is impossible to confirm the cause of control button failure. Attendant control panel was replaced, bed was tested and operated correctly. The instructions for use for enterprise 9000x bed (746-591-en_14) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly" ¿ weekly. "Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents." To sum up, arjo device failed to meets its specification. The bed was used by a patient at the time of event. This complaint was assessed as reportable due to allegation of unintended movement.

Event description:
Arjo was informed about unintended movement of enterprise 9000x bed. It was reported that "button hangs from module and bed moves itself". According to the information provided, the bed was moving without any command given. Attendant control panel was replaced, bed was tested and operated correctly. No patient involvement and no injury were reported.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.